Event description:
It was reported that post a-fib procedure of a clarity study, performed on (B)(6) 2010, during a follow-up visit on (B)(6) 2010, the patient developed pneumonia. This adverse event was not considered to be related to the procedure. The patient was hospitalized for pneumonia from (B)(6) 2010 . The adverse event was anticipated. Patient's prognosis was excellent. Patient recovered without sequelae. The occurrence was classified by the site as unrelated to device nor drugs. It was determined by the safety monitoring committee (smc) that the event was possibly related to the procedure.

Manufacturer narrative:
(B)(4).